Manufacturer narrative:
The catalog number: (367364) was received which changes the manufacturing location of the device. Therefore, a new initial MDR will be filed to update the manufacturing location. The new report will reference this MFR report#.

Event description:
It was reported while using an unknown bd vacutainer® blood collection set that there was an air bubble in the tubing. There were no health consequences or impacts reported. The following information was provided by the initial reporter: social media complaint states issue with bd butterfly, air bubble in butterfly tubing bd communications contacted customer asking customer to please contact product complaints by email or phone.

Event description:
It was reported while using an unknown bd vacutainer® blood collection set that there was an air bubble in the tubing. There were no health consequences or impacts reported. The following information was provided by the initial reporter: social media complaint states issue with bd butterfly, air bubble in butterfly tubing bd communications contacted customer asking customer to please contact product complaints by email or phone

Manufacturer narrative:
A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E1: initial reporter state:.(B)(6). H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10